Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/22/25 an ilet user reported experiencing a low blood glucose (bg) event resulting in hospitalization. The event occurred on 1/18/25. On 1/18/25, the user experienced a severe hypoglycemic event requiring ems intervention. The day prior, the user reported prolonged hyperglycemia (bg over 400 mg/dl) and attempted to lower it through a 12-mile walk. That night, at approximately 1:00 am, the user's wife was alerted by the ilet alarms for urgent low glucose and found the user unconscious. She administered baqsimi (3 mg) without response and called ems. Upon arrival, ems administered IV dextrose, and the user was transported to the hospital for observation. Upon arrival at the hospital, the user's bg had stabilized, and they were discharged by 7:00 pm the same day with a bg of 300 mg/dl. The user reported experiencing loss of consciousness and shaking but no long-term health effects. The user was using a libre 3+ continuous glucose monitor (cgm) at the time of the event. Additionally, a follow-up report indicated that while using the ilet, the user had been taking subcutaneous insulin injections and ignoring alerts, which may have contributed to the event. The user is currently not using the ilet and is seeking to return it.